Event description:
The reporter stated the surgeon loaded an aq2010v silicone three piece lens and was attempting to eject the lens, but the lens became stuck in the cartridge. There was no pt contact. A different type of lens was implanted.